Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient arrived for a blina bag change, and it was still full, with the pump screen displaying ¿stopped.¿ the continuous infusion rate was 5 ml/hr, the total reservoir volume was 240 ml, and the length of infusion was 48 hours. The patient was not medically affected, and their vitals were stable, although they were admitted since they went 3 days without their medication (they come in every 72¿96 hours for meds). The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported. Per reporter, before they had left, a beeping alarm was heard and the nurse who checked it said that the pump was running.

Manufacturer narrative:
Received one device, visual inspection found peeling downstream occlusion (dso) sensor. Functional testing cannot be confirmed through, fluid accuracy, functional testing, and dso pressure testing. The pump also ran on customer setting for 48 hours. Unable to duplicate complaint. Service history performed found that unit has not been in before.